Event description:
Pt with a history of bilateral breast cancer diagnosed in 1995, who underwent bilateral mastectomies, with reconstruction surgery with saline implants. Presents now for removal of bilateral painful ruptured breast implants. In 2004-patient underwent surgery bilateral capsulotomies-bilateral explantation breast implants - bilateral breast reconstruction with insertion bilateral breast expanders. Diagnosis was bilateral breasts capsular contracture - possible leakage.